Event description:
It was reported the procedure was to treat a heavily calcified occluded lesion in the distal superficial femoral artery (sfa) / popliteal artery. The command 18 guide wire was advanced with the support of a navicross catheter however resistance was met with the lesion and after making 5cm of progress, the distal tip of the guide wire separated. A gooseneck snare was used to retrieve the separated portion. Another command 18 guide wire was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the heavily calcified anatomy resulting in the reported failure to advance. Interaction and/or manipulation of the device resulted in the reported tip material separation. As reported, a gooseneck snare was used to retrieve the separated portion. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.